Event description:
The baxter field service engineer noted an infusion pump with a pump head module keypad that is not working during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.